Manufacturer narrative:
Concomitant products: 694758, lead, implanted: (B)(6) 2009; 4965-50, lead, implanted: (B)(6) 2009; 6984m, adaptor, implanted: (B)(6) 2009.

Event description:
It was reported that the right atrial (ra) lead exhibited suspected loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.